Event description:
It was reported that pump touchscreen became unresponsive and appeared frozen, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions for a complete pump reset, and performed reset, after which touchscreen responsiveness returned and issue was resolved.